Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 10 days after an open extended pancreatic resection, on esophagus stapling, a hole in the anastomose (leakage) was found. Reoperation was performed to close the anastomosis using sutures.